Manufacturer narrative:
The missing or remaining information was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.

Event description:
The customer reported a problem with the guidewire included in the kit becoming unraveled while still in the patient's leg. The doctor felt some resistance and then removed the wire and the dilator together. The patient is fine and there was no additional procedure required.